Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter implantation. Per the medical records, the ivc filter was placed for as treatment for vein thrombosis (dvt). The index procedure was tolerated without incident. Approximately nine years and eleven months after the index procedure, the filter subsequently malfunctioned and caused injury and damages to the patient but not limited to fracture of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received indicates that the filter fractured and was unable to be retrieved. The fractured struts are reported to be retained anterolaterally. There have been no reported attempts to remove the filter. The patient continues to suffer from emotional distress, mental anguish, anxiety, and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿ and fractured, could not be confirmed and could not be further clarified at this time. The trapease vena cava filter is indicated for permanent implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Anxiety and anguish do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The expiration date is 06-2008. This report is a follow up report to MFR number 9616099-2016-00292 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. - (B)(4).

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter implantation during the index procedure. Approximately nine years and eleven months after the index procedure, the filter subsequently malfunctioned and caused injury and damages to the patient but not limited to fracture of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates the patient continues to suffer from emotional distress, mental anguish, anxiety, and stress. The index procedure was tolerated without incident.